Manufacturer narrative:
On 5/2/2019, additional information indicated that the procedure was breast reconstruction primary, patient fully recovered. Patient age at the time of event was 52 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 5/23/2019: during the evaluation of the device, it was noticed a little hole in the union between a suture tab and shell at the posterior aspect. Microscopic examination was performed and no indications of instrument damage was found. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: leaking implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast surgery with mentor artoura breast tissue expander, 750cc breast implants which the right side leaked after implantation. The issue observed by the physician .as a result patient had the device removed and replaced with catalog number smxp150rh, and serial number (B)(6) on (B)(6) 2019.